Event description:
(B)(6) -the dealer reported that a caregiver was reclining the champion 85 series recliner when the footrest was released, causing a finger cut, which required medical attention. The caregiver could not explain exactly where her hand was when her finger was cut because it happened very quickly. Additionally, it was reported that she is healing well. Should we receive additional information, the file will be reviewed, and a supplemental report will be submitted.